Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Allergic reaction is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Allergic reaction is an established risk associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent procedure, the patient believes that they are allergic to the stent(s). The surgeon reported that the patient requested a "non-sterile stent" (sample) to take to their allergist to rule out an allergic reaction before proceeding with stent removal. Due to proprietary and compliance purposes, glaukos is unable to provide a product sample, however information on materials and further testing options were provided. Additional information has been requested.

Event description:
Through follow-up, the following additional information was received. Per report, the patient did not have an allergic reaction to the stent.

Manufacturer narrative:
Additional information: b5, g2, g3. The additional information received through follow-up was reassessed for reportability criteria, and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).